Event description:
It was reported that during inspection for use, the videoscope freeze applied even though the freeze button was not pressed. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the customers¿ allegation was confirmed. Additionally, the investigation found a reportable malfunction: foreign material in the bending section cover (a-rubber). It is most likely that the foreign material might have remained as reprocessing could not be completed properly. Based on the results of the investigation, the root cause of the reported issue could not be determined/identified. Olympus will continue to monitor field performance for this device.